Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2016 for high blood glucose. The customer's blood glucose was unknown at the time of admission. The nurse reported the customer had short term memory loss and fell to the floor. The customer was treated with an IV drip and manual injections. The customer was wearing the insulin pump at the time of the hospitalization. Customer declined to return the insulin pump for analysis.